Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During a routine follow up appointment 251 days post procedure, a thrombus was identified on the face of the closure device via transesophageal echocardiography (tee). The thrombus was mobile and biased towards the limbus. The patient was taken off clopidogrel and was started on apixaban 5mg in response to the thrombus. The patient was discharged home and expected to fully recover.